Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. Device evaluation details: the device was visually inspected, and the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and obstruction since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. Always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device 00001425 number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. And it appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
A patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium for which biosense webster¿s product analysis lab identified that the hemostatic valve was dislodged inside of the hub. During the atrial fibrillation (afib) cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where hemostatic valve broke. This device was reported under manufacturer report number 2029046-2020-01798. The sheath was replaced with another carto vizigo¿ 8.5f bi-directional guiding sheath - medium--which is the complaint device for this report. The case continued, and the replacement device had a problem with the dilator not being able to pass. The physician could not pass the dilator through the sheath. The sheath was replaced with an agilis sheath and the issues resolved. There was no report of patient consequence. The sheath obstruction is not an MDR-reportable issue. However, the hemostatic valve dislodgment is MDR-reportable.